Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported no arcing or thermal damage were observed. There was no patient injury. The following finding was corrected by the failure analysis investigation: the instrument was found to have a derailed grip cable at the distal end pulley.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook instrument did not function and had six uses remaining. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and failure analysis investigation did not replicate nor confirm the customer reported complaint. The permanent cautery hook instrument was found to have a derailed grip cable at the distal end/idler pulley. The yaw motion may be imprecise as a result. The instrument was found to have localized melting near the grip base the distal clevis. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests.